Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: initial setup: inspect the package for damage. If any damage is noticed, contact customer support immediately. 1. Carefully remove all contents from the package, including the packing material and inspect prior to use. If any damage is noticed, contact customer support. 2. Place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. 3. Place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. 4. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. 5. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. 6. Connect the other end of the collector tubing securely to a purewick external catheter (I). A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated her new pw is not sucking properly. Offered to do a water t/s but she stated that she will c/b to do the t/s as she could not do test now. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported.